Manufacturer narrative:
Additional information was received reported that the occlusion occurred approximately 7 years post index procedure was device related but not procedure related. It was noted that the patient also received a transfusion as part of the treatment for the occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant enbf3216c170ee stent graft and an enlw1613c120ee, enlw1616c120ee, enlw1620c95ee were implanted for the treatment of a fu siform 80 mm in diameter abdominal aortic aneurysm with an infra-renal angle of 20 degrees. Proximal aorta was 27 mm in diameter. Distal aorta was 28 mm in diameter. Right iliac artery was 20 mm in diameter and the left iliac artery was 13 mm in diameter. The right femoral artery was 8 mm in diameter and the left femoral artery was 9 mm in diameter. The right iliac artery was moderately tortuous. The left iliac artery was mildly tortuous. The circumferential aortic mural thrombus/calcification at the proximal neck was 30%. It was reported that a technical observation was noted. There was circular thrombus in body of endo prosthesis. On the aneurysm was 66 mm in diameter. A technical observation was noted. There was progressive disease left iliacal with 8 mm seal requiring extension stent. The patient was had a secondary intervention, successfully treating the progressive disease left iliacal with 8 mm seal. The contralateral limb was a 16/16/120 thru left with iliac extension 16/13/120 thru left. The product that was used to treat the patient was etlw 16-16-93. No additional clinical sequelae were reported and the patient is fine. The cta angiogram showed there was left limb occlusion of the stent graft from the bifurcation to end of stent. Thrombolysis under angiography was performed. Hematoma of the left groin with hypotension. Cta and angiography determined there were small extravasations (not device or procedure related). A cta was done and embolization of 2 branches anterior division from the left internal iliac artery. The patient was discharged.